Event description:
It was reported that the device is showing no disposable pump won't run alarm. Issue was resolved through troubleshooting and patient education. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI and catalog and operator of device are unknown. No product information has been provided to date.